Event description:
The reporter contacted animas on (B)(6) 2012 stating that for the past two weeks all the keypad buttons had been difficult to press. The reporter denied damage to the keypad. The patient wore the pump attached to a belt and did not clean the pump. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that all of the keypad buttons were intermittently unresponsive and required multiple hard presses to elicit a response. There was evidence of keypad contamination found under all of the keypad buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.